Event description:
It was reported by the customer that they received the colonoscope with fecal matter on the interior and exterior parts of the scope. The customer reportedly handled the colonoscope without protection and stated that she cut the ring finger on her right hand due to a burr on the scope. Additionally, the scope tested positive for pseudomonas. Although the hosp director of materials management stated that he would send the scope to co for a complete eval, the scope will be cleaned and disinfected prior to delivery. Since the scope will be cleaned prior to our inspection, co will not be able to determine if the facal matter actually was on and in the scope. However, the procedures which are involved in the disposition of a scope to customers will be thoroughly reviewed in order to determine if the colonoscope was actually rec'd as alleged or if possible contamination could have occurred at the reporting facility. The scope noted in this report was originally a demonstration scope sent to the co inventory control dept after the sales man no longer required the use of the device. The demo scope was sold to the account and prior to delivery, the inventory control dept followed the routine procedures which are listed below: a 140 degrees for between three and four hours and then tested the device to determine what problems, if any, existed. After initial testing, it was concluded that the scope required a minor repair and replacement of the bending section was recommended. Next, the scope was sent to a co repair facility for the minor repair. The repair/replacement of the bending section was completed and the scope was returned to the inventory control dept. The scope was placed on the shelf until an order for this particular demo model was placed. When the order was received, the colonoscope was removed form the shelf and sent to the account ref above.